Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient states they shut their stimulation off for a doctor's appointment and now they can't get it turned back on again. Pt states they continue to see retry. Pt services walked pt through repositioning communicator, closing out of all apps, restarting all equipment, turning bluetooth off and back on and turning location services on the handset. Pt continued to try and reposition communicator and confirmed they are not near emi and are directly over the skin. The issue was not resolved through troubleshooting. An email was sent to the repair department. If issues persists once replacement communicator is sent, pt services recommended following up with doctor. Pt services tried contacting pt back to obtain managing doctor info but could not reach pt. The patient called back and reports not able to connect to ins with new communicator since yesterday. Pt reports just seeing a flashing blue light. Pt switched communicator and confirmed correct sn is paired. Pt confirmed seeing a solid blue light. Pt reports still getting "retry" as did with previous communicator. Pt reset handset, and repositioned communicator over device. Pt reports one edge of device is coming outwards while locating device. Pt reports has not paid attention to device enough to know when that occurred. Pt reports applied pressure to push device to make flat and still saw "device not responding. The issue was not resolved through troubleshooting. Additional information was received. Patient called and repeated same information as documented below. Patient said that is scheduled for x-ray of area today. Reviewed information. During call, with instruction and repositioning patient connected to implant, turned therapy on and increased from 0.7 to 1.0 on program 4. Additional information was received from the patient. The patient called back repeating the same problems as they previously experienced. Patient stated they had not had a chance to speak with managing physician about their concerns and have a hard time getting through when they call. Patient services recommended patient schedule a follow up appointment with managing physician to address their concerns about the ins sitting on its side under the skin and the telemetry difficulties it is causing for the patient.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: tm90p01, serial#: (B)(4), product type: accessory. Product ID: tm90p01, serial#: (B)(4), product type: accessory. Product ID: tm90p01, serial#: (B)(4), product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). In response to clarification as to whether there was a device concern regarding the statement: "the ins was sitting on its side under the skin", the hcp reported no. The cause of the ins sitting on its side under the skin was listed as unknown. The hcp wrote that the patient was able to turn the device on and no x-ray was needed. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.